Manufacturer narrative:
Additional information provided.

Event description:
It was reported that the "standard IV infusion" was in the primary bag which was hung lower than the secondary bag with 515ml of acetylcysteine 3000mg/15ml, dextrose 5%(500ml). The administration was expected to be completed in 4 hours (128.75ml/hr), but the bag was noted to be empty, finishing 30 minutes. "The rapid infusion to the patient did not have an adverse affect to the patient."

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the "standard IV infusion" was in the primary bag which was hung lower than the secondary bag with acetylcysteine. The administration was expected to be completed in 4 hours but finished in 30 minutes.

Manufacturer narrative:
The customer¿s report that an infusion completed faster than expected was not confirmed in the event log or replicated during testing. Visual and physical inspection of the device noted no damage or abnormalities. Analysis of the pcu event log shows pump module s/n (B)(6) was attached to pcu (B)(6). The profile in use was ¿peds nchhcs v12-19-2018b¿. At 4:44 pm a primary infusion of ivf+kcl 20meq/l (drug ID 15) with a patient weight 20-39.9kg, a rate of 100ml/h and a vtbi 200ml is entered and started. At 4:52 pm a secondary infusion of acetylcysteine (drug ID 24) 2nd dose<=100kg , drug amount 3000mg, diluent volume 515ml, patient weight 60kg, dose 50mg/kg and concentration 5.825mg/ml, rate 128.75ml/h and vtbi 515ml entered and started. From 5:33 pm to at 5:40 pm the user pauses and restarts the infusion various times. At 5:40 pm the infusion is paused a last time. At 5:41 pm the user stops secondary and starts primary infusion. The pump module was channeled off at 5:47 pm and the pcu powers off. No errors or malfunctions were recorded in the pump module error log or in the pcu error log. Functional testing performed found the device delivering fluid within specification. Primary administration set was not returned for this investigation. Attempts made for return of the primary administration set were unsuccessful. Visual inspection on the non-bd secondary set noted no damage or any anomalies. Testing using the IV disposable leak test protocol also found no anomalies with the returned non bd secondary administration set. The root cause of the customer¿s report of administration expected to complete in 4 hours and finishing in 30 minutes was not determined.

Event description:
It was reported that the secondary infusion of 515ml acetylcysteine (3000mg/15ml) in 500ml d5w to run at 128.75ml/hr was expected to be completed in 4 hours, however the bag was noted to be empty in 30 minutes. The "standard IV infusion" primary bag was hung lower than the secondary bag. The customer stated the rapid infusion of acetylcysteine "did not have an adverse effect on the patient."

Event description:
It was reported that the secondary infusion of 515ml acetylcysteine (3000mg/15ml) in 500ml d5w to run at 128.75ml/hr was expected to be completed in 4 hours, however the bag was noted to be empty in 30 minutes. The "standard IV infusion" primary bag was hung lower than the secondary bag. The customer stated the rapid infusion of acetylcysteine "did not have an adverse effect on the patient."

Manufacturer narrative:
Additional information provided: correction on initial report: the customer¿s report that an infusion completed faster than expected was not confirmed in the event log or replicated during testing. Visual and physical inspection of the device noted no damage or abnormalities. Analysis of the pcu event log shows pump module s/n (B)(4) was attached to pcu 15211872. The profile in use was ¿peds nchhcs v12-19-2018b¿. At 4:44 pm a primary infusion of ivf+kcl 20meq/l (drug ID 15) with a patient weight 20-39.9kg, a rate of 100ml/h and a vtbi 200ml is entered and started. At 4:52 pm a secondary infusion of acetylcysteine (drug ID 24) 2nd dose<=100kg , drug amount 3000mg, diluent volume 515ml, patient weight 60kg, dose 50mg/kg and concentration 5.825mg/ml, rate 128.75ml/h and vtbi 515ml entered and started. From 5:33 pm to at 5:40 pm the user pauses and restarts the infusion various times. At 5:40 pm the infusion is paused a last time. At 5:41 pm the user stops secondary and starts primary infusion. The pump module was channeled off at 5:47 pm and the pcu powers off. No errors or malfunctions were recorded in the pump module error log or in the pcu error log. Functional testing performed found the device delivering fluid within specification. Primary administration set was not returned for this investigation. Attempts made for return of the primary administration set were unsuccessful. Visual inspection on the non-bd secondary set noted no damage or any anomalies. Testing using the IV disposable leak test protocol also found no anomalies with the returned non bd secondary administration set. The root cause of the customer¿s report of administration expected to complete in 4 hours and finishing in 30 minutes was not determined.